Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for diabetic ketoacidosis while using the infusion device. The patient assumed the insulin did not reach the body, but could not say why. In the morning on (B)(6) 2018, the patient's blood glucose result was approximately 300 mg/dl. The patient fell asleep and woke up feeling dazed afterwards. The patient's daughter drove her to the hospital. The blood glucose result at the hospital was 810 mg/dl. The patient was treated with insulin via perfusor. The patient was released from the hospital on (B)(6) 2018. Return of the suspect device was requested for evaluation.